Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported. A philips engineer visited site and replace the host pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated the reported complaint. According to the information collected, a philips service engineer inspected the system onsite and confirmed a malfunction with the system's host pc. The host pc was replaced to resolve the issue, and the system was returned to use in good working order.